Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 3006705815-2019-00818.

Manufacturer narrative:
Event date is estimated. The results /method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient has not been charging her device properly and lost therapy approximately in 2018. As a result, to address the issue patient may be awaiting surgical intervention.